Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a button error on her insulin pump. She tried to deliver a bolus and the buttons were not working correctly. The numbers are scrolling when customer tries to program a bolus delivery. Replacing the battery did not resolve the issue. Customer's blood glucose is 216 mg/dl. She stated the device faces her skin when she sleeps. Customer was advised moisture from her skin will get into the keypad, causing the buttons to stick. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. No display anomaly or moisture damage to the electronics were noted. The insulin pump was received with a cracked display window and a cracked case at the display window corners.